Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "blood in the driveline" was confirmed via on-site visual inspection; a driveline service repair procedure was performed to prevent further propagation of fluid ingression into driveline sheath. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date; power consumption was within normal operating ranges. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible root cause of the reported event may be attributed to a breach in the driveline cable potentially introduced during use. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient presented to the emergency room (ER) on (B)(6) 2016 with what appeared to be blood in his driveline. There were no alarms at this time. Decision was made to monitor the patient at the hospital to see if any alarms would occur. "Isolation of blood" repair procedure was performed on (B)(6) 2016 by clinical engineer. Small amount of blood was evident about 1.5 inches from driveline exit site. The repair was done about 4 inches from the driveline exit site. There was no pump stop during the repair. The patient was pleased with the repair. Log files and photos were sent. Preliminary log file analysis showed no alarms logged in the last 14 days of available data. No further information was provided.